Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff would not hold air and there is a "drag mark" along the cuff for a distance of 5mm where the leak was occurring, indicating that the cuff came in contact with a sharp object. Dimensional inspections confirmed that the cuff was manufacturing to specifications. A review of the manufacturing controls was conducted and confirmed that the reported defect would have been identified during the manufacturing process prior to release for distribution. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. Instructions for use include warnings and cautions related to cuff inflation tests, pressure application, and ensuring the cuff does not come in contact with sharp objects.

Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.